Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant attempt that the lv lead was unable to be seated properly. The device was not used. No patient complications were reported due to this issue.